Event description:
Hcp reported pt presented with signs of an infection november 2004 of the device pocket. This includes swelling. Cultures of the device pocket were obtained. Staphylococci was the organism cultured. Pt does not have meningitis. The pt was treated with oral antiobiotics and partial device system explant. Pt's device was explanted by a neurosugeon date unknown. Device was not returned to the MFR for analysis. Hcp reported pt's infection is now resolved.